Event description:
Event description guidant received information that during a routine device change out, this transvenous defibrillation lead exhibited insulation and conductor damage on the rate/sense portion, just beyond the is-1 terminal pin. The lead measurements taken prior to the procedure were within normal limits. There were no patient symptoms reported with this clinical observation.